Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('perforation (other)-please describe and state location of the perforation bowel perforation from implant/told that the left implant had perforated the bowel') and device dislocation ('implant was partially embedded in the serosa of the sigmoid colon/left-sided micro-insert has been expelled from the left fallopian tube in adnexal tissues and outside of the tube /was located outside of the uterus in the adnexa tissues and outside/') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mgus, arthralgia, osteopenia, monoclonal paraproteinemia, endometriosis and irritable bowel syndrome. Concomitant products included bifidobacterium bifidum; bifidobacterium lactis; lactobacillus acidophilus; lactobacillus brevis; lactobacillus bulgaricus; lactobacillus casei; lactobacillus paracasei; lactobacillus plantarum; lactobacillus rhamnosus; lactobacillus salivarius (probiotic 10) since 2012, calcium since 2009, cetirizine hydrochloride (zyrtec allergy) since 2009, contraceptives from 2008 to 2011, diphenhydramine since (B)(6) 2013, docusate sodium since (B)(6) 2013, hydrocodone since (B)(6) 2013, hydromorphone since (B)(6) 2013, ibuprofen since (B)(6) 2013, medroxyprogesterone acetate (depo-provera) since 2013 to (B)(6) 2013, meloxicam since (B)(6) 2013, morphine sulfate (morphine sulphate) since (B)(6) 2013, naloxone since (B)(6) 2013, naproxen since (B)(6) 2013, omeprazole since (B)(6) 2019, ondansetron since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, promethazine since (B)(6) 2013, sodium chloride since (B)(6) 2013, tizanidine hydrochloride (zanaflex) since (B)(6) 2013 and zolpidem since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/ pain on my left side ovary area/ left pelvic pain"), fatigue ("fatigue tiredness from cramping"), paraesthesia ("tingling in hands and feet") and adnexa uteri pain ("pain/ pain on my left side ovary area/ left pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the gastrointestinal injury, device dislocation, paraesthesia and adnexa uteri pain outcome was unknown and the nausea, dysmenorrhoea, pelvic pain and fatigue had resolved. The reporter considered adnexa uteri pain, device dislocation, dysmenorrhoea, fatigue, gastrointestinal injury, nausea, paraesthesia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: perforation (other) please describe: left side implant had gone through the fallopian tube and looked to perforate the bowel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: new pfs+mr received. Event injury was updated and new events: nausea, dysmenorrhea (cramping), pain, fatigue, perforation (other) please describe and state the location of the perforation bowel, tingling in hands and legs and device dislocation were added. Case becomes valid. Outcome for events added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Lab data and removal details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.